Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on january 4, 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6).block h6: medical device problem code a15 captures the reportable event of the clip unable to release from the catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached and with evidence of full deployment. The clip assembly was returned in a separate bag. Additionally, the device was returned without the over-sheath. Microscopic examination was performed and it was found that the clip assembly had evidence of proper deployment as both activations were performed. The bushing had hit marks on both hooks. No other problems with the device were noted. The reported event of clip unable to release from the catheter was not confirmed. Investigation found that the clip assembly was returned in a separate bag and with both activations performed which is an evidence that the clip did deploy. Regarding the hit marks found on both hooks of the bushing, this is likely due to the interaction between the yoke and the capsule, in order to deploy the clip. However, there is not enough information, objective evidence, or descriptive conditions to understand what could have caused the reported event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.